Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was alleged that the adapter was defective and could lead to a potential insulin leak. No adverse event was reported. The adapter was requested to be returned for product evaluation.